Event description:
The dealer states that the bed was plugged into multiple outlets and was getting arcing every time he plugged it in. The dealer swapped out the pendant and the arcing stopped in all of the ports they tried. The dealer has no further information to provide.